Event description:
It was reported that patient started taking her autoimmune drug that she was instructed not to take which caused the ipg wound site to be compromised and started to drain and open up. No device malfunction was suspected. All components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7099310/7102036, UDI: (B)(4). Product family: scs-paddle leads-MRI: upn: m365sc8416500, model: sc-8416-50, serial: (B)(6), batch: 7078387, UDI: (B)(4).

Event description:
It was reported that patient started taking her autoimmune drug that she was instructed not to take which caused the ipg wound site to be compromised and started to drain and open up. No device malfunction was suspected. All components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively.